Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the patient had a bladder infection about 6 weeks ago and had trouble with leaking, was treated with cipro and then the leaking stopped. Now she started leaking again about a week ago, was tested and again given cipro for treatment. The patient was on program 4 and increased therapy to see if it would help with symptoms. On (B)(6) 2017 the patient had a bad fall. No further complications were reported or are anticipated.